Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a cesarean section on (B)(6) 2014 and suture was used. During the closing of the sheath the suture broke. A same like device was used to complete the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: retained representative samples were evaluated. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.